Manufacturer narrative:
As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. The following investigations are planned: engineering evaluation of the device (currently in transit). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a gore® excluder® conformable aaa endoprosthesis was used for an endovascular aneurysm repair (evar). The physician tried to turn the device in order to facilitate the canulation of the short limb, but the prosthesis was presumably twisted. As a result, the physician decided to access the back-up mechanism due to the inability to remove the transparent knob. The physician used the back-up mechanism to manually pull the metal lock pin, constraining loop, and the secondary sleeve deployment line which was unsuccessful, the device still remained attached to the delivery system. At the end, the sheath was retracted out of the patient and cut. With great force, all deployment lines were removed but the device descended into the aorta. The device was explanted and the patient was converted safely.

Manufacturer narrative:
Updated d9. Updated h6: added medical device problem code a150207. Added type of investigation code b01 and b19. Updated investigation findings code to c24, code c21 is no longer applicable. Updated investigation conclusions code to d15 and d12, code d16 is no longer applicable. The deployment handle was not returned to gore. The explanted stent graft was returned and evaluated by the explant engineer. The primary reported device failure modes, twisting of the endoprosthesis during attempted gate cannulation leading to the inability to remove the constraining mechanism and distal movement of the device during deployment, could not be independently confirmed through evaluation of the returned device. Evaluation of the returned device, made by a gore explant scientist, identified overlapped stent rows, a cut in the graft material, and bunching of the sealing cuff. These observations are consistent with either the device manipulations reported in the complaint or the small container in which the device was returned to gore. The physician reported twisting of the endoprosthesis during contralateral gate cannulation. Twisting of the device could affect its deployment, but the twisting could not be confirmed and the cause for the reported complications could not be established with the available information. The reported distal device movement is consistent with the reported elevated force required to finally remove all the deployment lines, but there is no information available to assess the cause of the distal device movement beyond the complaint as reported. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to: endoprosthesis component migration; surgical conversion.